Event description:
Patient had pain, swelling and infection on right side of mandible. Plate was replaced with a new plate.

Manufacturer narrative:
It was reported that the right bsso plates will be removed as the patient has not healed and is infected. For investigation, it was decided to review the planning qc, metal design and production report. Investigation showed that the device met specifications and was made according to the surgeon's preferences. One possibility that would have increased the risk of infection is due to one of the screws being at the limit if the alveolar ridge. However, the root cause cannot be fully confirmed based on the current information received. Primary UDI number (B)(4).

Event description:
Patient had pain, swelling and infection on right side of mandible. Plate was replaced with a new plate.

Manufacturer narrative:
Investigation ongoing; rc unknown. Primary UDI number (B)(4).